Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery during manual prime. The customer reported that the tubing of the insulin pump could not be filler manually. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).